Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a vein in the elbow with a 4f non-bsc introducer sheath. The 95% stenosed target lesion was located in a moderately tortuous and mildly calcified vein in the left forearm. After a non-bsc guide wire crossed the lesion, a 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and dilatation was performed with a 6mm x 4cm non-bsc balloon catheter at 18 atmospheres, and the procedure was completed. No patient complications were reported and the patient's status was good.